Event description:
An open cranial biopsy was performed with the aid of brainlab cranial navigation system. During the procedure the surgeon registered the patient with the brainlab navigation system and verified the accuracy. Made incisions with the aid of the brainlab navigation. Used a microscope during the surgery to evaluate the resection margins and thereby detected an inaccuracy of the navigation system of approximately 5 mm compared to the actual patient anatomy. Stopped using/relying on the navigation system and continued with the surgery without the aid of navigation. No serious injury to this patient was reported to brainlab by the hospital.

Manufacturer narrative:
Although there is no indication of a malfunction or performance issue with the brainlab device; according to brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place; there was no serious injury to the patient reported to brainlab by the hospital; a risk to the patient's health could not be excluded for these specific circumstances. According to brainlab investigation, the most likely root cause is that, because of a combination of; a suboptimal distribution of registration points, and a large distance between the navigation reference array and the patient's head; after registration by the user the brainlab software did not find a match that was as accurate to the patient's actual anatomy as desired for this specific case. This situation was not detected by the user according to the verification functionalities of the navigation software that are available. There is no indication of a systematic issue or malfunction of the brainlab device. Accordingly, brainlab measures for the anticipated potential risk to be as low as reasonably practicable are already in place. Brainlab intends to offer additional training to this hospital.